Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/14/2019.

Event description:
Customer thinks he has 1 affected touchscreen that was replaced. Customer to mail in (B)(4) card to philips. No indication that there was no malfunction with the touchscreen. There was no patient involvement.

Manufacturer narrative:
G4: 06jan2020. B4: (B)(6). H11: the customer's bio medical engineer (biomed) stated and confirmed that there was nothing wrong with the touchscreen. Upon investigation it was determined that MFR report # 2031642-2019-10082 was inadvertently reported in error. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.